Manufacturer narrative:
Upon follow up it was reported the patient experienced sterile peritonitis which was manifested by abdominal pain, fever and cloudy effluent. The cause of the sterile peritonitis was not reported. On an unreported date the patient was treated with vancomycin (1gm) and rocephin (2g) for peritonitis. Seven days after event onset, treatment with vancomycin and rocephine was stopped. The same day, the patient began treatment with cefixime (200mg twice a day, daily, for eight days) for peritonitis. Pd therapy was ongoing. Thirty-five days after event onset, the patient was recovered from the event. Based on information from follow up, the disposable is no longer considered suspect in the event of sterile peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was not reported if the patient was hospitalized for the event. The cause of the event, treatment details, action taken with pd therapy, and patient outcome were not reported. No additional information is available.